Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to hyperglycemia. Blood glucose level was 400 mg/dl at the time of the event and was caused by tubing getting caught onto something while working which led to tubing getting pulled out. The infusion set was in use for two days. The insertion site was abdomen. The patient also experienced symptoms of nausea and dehydration. Patient was found positive for ketones. The length of hospitalization was less than 24 hours. No further information available.